Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during a procedure, the wireless tracker on the imaging system could not be seen by navigation system. It was reported that rebooting the imaging system restored functionality. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
The gpio enclosure was returned to the manufacturer for analysis. Left and right trackers were found to both be functional as were remaining features. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.